Event description:
The customer reported being hospitalized ror high blood glucose and diabetes ketoacidosis. The blood glucose reading was 350mg/dl at time of the call. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Customer's mother stated that the insulin pump buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.